Event description:
Patient reported the infusion set fell out of her site when she used the restroom. Patient stated she noticed the leak when she pulled her pants down. Patient reported the headset fell out of her body and the tubing was hanging down by her side for an unknown period of time. No adverse event reported. Requested return of the alleged infusion set and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.